Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 198mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces and a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, shifted end cap sticker and a stained end cap sticker.